Manufacturer narrative:
The returned intraocular lens was examined. One haptic was bent-gusset and distal area, the second haptic is bent-gusset area and pulled from the optic. The optic is torn/split into two pieces and split in both haptic insertion areas. The optic is clear. The lens bench evaluation could not be conducted due to the optic damage. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested.

Event description:
A surgeon reported a patient's intraocular lens (iol) became white and their vision was blurry 6 years following implant surgery. Visual acuity was reported as fine. The surgeon explanted the lens recently.